Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated high-sensitivity troponin I (tnih) patient results obtained on a dimension exl 200. Siemens is investigating the event.

Event description:
The customer reported erroneously elevated high-sensitivity troponin I (tnih) results on one (1) patient were obtained on a dimension exl 200 system. One of the initial erroneously elevated tnih results obtained on a plasma sample was reported to the physician(s). The other erroneously elevated tnih result obtained on a plasma sample was not reported to the physician(s). Two erroneously elevated tnih results obtained on serum samples from the same patient were obtained for verification purposes only and not reported. A new sample was drawn from the patient and tested on an alternate, non-siemens instrument. Lower tnih results were obtained on the non-siemens instrument and reported to the physician(s) as the correct results. The patient was sent to the emergency room (ER) facility after the erroneously elevated tnih results were obtained but was not admitted. The patient was sent home once the correct result was reported. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated tnih results.

Manufacturer narrative:
Additional information (19-sep-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available instrument data files. Quality control (qc) did recover within the customer¿s acceptable ranges. No reagent nor instrument issues were identified. The cause is consistent with the presence of sample specific interferences in the patient sample. In addition, results between a siemens analyzer and a non-siemens analyzer cannot be directly compared. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00219 was filed on 28-aug-2024.